Manufacturer narrative:
Implanted 2005, exact date unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a back operation, the patient experienced an inappropriate decrease in heart rate. Follow-up revealed no capture, low sensing, and noise. Damage was suspected on the right ventricular (rv) lead but was not confirmed. The rv lead was capped and replaced to resolve the issue.